Event description:
Boston scientific received information that during a previous device check, right ventricular (rv) pacing impedance measurements were 400 ohms. During a recent commanded impedance test in bipolar configuration, rv pacing impedance measurements were 1,440 ohms and 1,310 ohms in unipolar configuration. Additionally, threshold measurements had increased. Technical services discussed a suspected lead fracture. The patients' physician ordered an xray. Additionally, the health care provider (hcp) reported that daily impedance measurements were not visible. Technical services concluded that all tests must be run to get the full report with printed impedance measurements. Due to the lead issue and device nearing elective replacement indicator (eri), the patient was scheduled for a device change out and lead revision. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.